Event description:
Per the clinic, the patient was explanted (B) (6) 2009 due to migration of the device leading to a skin flap infection. No information on reimplantation was provided at the time this report was filed (B) (4).

Manufacturer narrative:
(B) (4).